Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. An elective replacement indicator (eri) error code was seen on the patient¿s patient programmer (pp) on the day of the report. The patient then had poor communication when they tried to bypass the error code. The patient stated that their device has not been working beginning two weeks ago and they had a sudden change in therapy/symptoms including a return of pain symptoms since (B)(6) 2017. The patient stated that a disk in their lower spine gives them ¿fits¿ without the stimulation and they notice a big different without therapy since (B)(6) 2017. There were no trauma/falls, medical procedures, activities/electromagnetic interferences reported. The patient would follow up with their healthcare professional (hcp) to have their implantable neurostimulator (ins) interrogated. The patient noted that they never turn their therapy device off. The patient stated that they called a manufacturer representative (rep), but it would be two weeks before they could check the patient¿s ins. A rep was notified on the day of the report. No further complications were reported/are anticipated.